Event description:
The bipolar forcep worked for a short while, then went to use it again and would not work. They were just about finished so used another method.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: electrical continuity, good; paddles function properly, yes and shaft rotate properly, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with approx a 30 degree bend in the shaft, but was otherwise in good physical condition. The instrument was connected to an everest model 8800 generator and performed according to design specs when energized in a 4x4 soaked with saline. The experience the customer reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.